Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting. Troubleshooting actions showed that the host pc was not starting due to a bios battery issue. The fse replaced the battery of the bios of the host pc and returned the system to use in good working order.